Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient monitored by a monitor experienced a cardiac arrest, to which the clinical staff does not respond. The monitor was placed into quarantine awaiting an investigation. The patient died.

Manufacturer narrative:
A philips distributor contacted the customer. It was confirmed that the customer was alleging the monitor was not alarming. The distributor indicated that alarm logs from the central station (pic ix) were reviewed. The log shows that there was an alarm sounding for that monitor at the time of the incident, however, attempts to obtain a copy of the alarm log were not successful. The distributor stated that the monitor was quarantined. Multiple attempts to obtain further information from the customer were made, however, no response was received. The device remains at the customer site. No subsequent calls logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.